Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. It was determined a new loudspeaker was needed. The rse provided the customer the part number and price for a replacement loudspeaker assembly. The customer advised no additional support is needed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporter phone #: (B)(6).

Event description:
The customer reported the intellivue mx750 patient monitor has a speaker error on display with no sound coming from speaker. The device was not in use on a patient at the time of the event, there was no patient involvement.